Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Not yet received by manufacturer for evaluation.

Manufacturer narrative:
The device was evaluated and the reported event was not confirmed.

Event description:
It was reported that the interpulse handpiece with coaxial fan spray tip was being tested at the user facility when the tip came apart. There was no patent involvement, and there were no user injuries or adverse consequences.

Event description:
It was reported that the interpulse handpiece with coaxial fan spray tip was being tested at the user facility when the tip came apart. There was no patent involvement, and there were no user injuries or adverse consequences.